Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by suture stump? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates, results and medication name. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe. The patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Did the suture extrude? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an hto: high tibial osteotomy procedure on an unknown date and suture was used. The patient experienced an infection. The suture method was continuous suture and the product was used on dermis. Although it is unknown if the product was the cause of the event, the last part of the product was cut through the epidermis and a suture stump appeared when swelling of the wound subsided after surgery. Since then, when the surgeon has a hto surgery, he uses a different suture for buried suture because the stump of the suture becomes lower when buried suturing. The infected patient underwent suture removal and treatment. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA; 1/25/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is meant by suture stump? Stump of suture. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: no further information is available. Date of index surgical procedure? No further information is available. The diagnosis and indication for the index surgical procedure? No further information is available. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? No further information is available. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown please describe any medical/surgical intervention required for this suture event including dates, results and medication name: the infected patient underwent suture removal. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. Was at least one reverse stitch performed prior to closure? Unknown. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unknown. Please provide the onset date/time of infection from the initial surgical procedure; unknown. Did the suture extrude? Yes. Other relevant patient history/concomitant medications? Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?unknown. Were cultures performed? If so, please provide the results: unknown. How much and what type of drainage is present in this wound? Unknown. Were any pre-op cleansing procedures changed recently? If yes, please describe: unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Although it is unknown if the product was the cause of the event, the cut-end part of the suture extrude when swelling of the wound subsided after surgery. What is the patient's current status? Unknown. Lot number? Unknown. If applicable, will product be returned? If so, please provide the return date and tracking information: no sample will be returned.